Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thorascopic wedge segmental resection, the purple reload was connected and clamped however the physician was able to press the green button but could hardly squeezed the handle. It was noted that abnormal sound was heard and the device could not fire that there was no possibility that the forceps or the retractor entered the jaw. It was also reported that the opening and closing check of the reload was performed without problem. They used another device to continue. The event occurred during the procedure but the product was not used for patient. There was no patient injury.